Manufacturer narrative:
On (B)(6) 2015, a technical support specialist (tss) during the initial phone conversation, the tss performed troubleshooting with the customer and found that the customer failed one cap survey sample and had calibrated using a previous lot of calibrator which showed a lower bias than the current lot. The customer reported that they had not conducted the monthly monitoring as advised, and they were unable to duplicate the result with the survey sample. The tss faxed the customer letter to inform the customer of this known bias. The most probable cause of the reported event was due to known bias on survey with lot of calibrator being used. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015, a customer reported a failed cap survey with their g8 analyzer. The customer reported discrepant patient results. The representative from the technical support specialist (tss) spoke to the customer to address the reported event which resulted in discrepant results. There was no indication of patient intervention or adverse health consequences due to the discrepant result reported.